Manufacturer narrative:
(B)(4). Date sent: 10/2/2025. D4: batch # 404d61. Investigation summary- the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with the closure trigger and anvil en closed position and with tr45w reload loaded in the device. During the visual inspection a piece of tissue was observed between the anvil and reload. After open the jaws a clip was observed on the tissue. The reload was received partially fired 1/10 with two protruding staples and with the lockout spring normal. During the mechanical testing it was noted that the firing mechanism on the devices was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review- a manufacturing record evaluation was performed for the finished device batch number 404d61, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/09/2025. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Locked on tissue with jaws closed; removed by opening psee and firing on both sides. 2. Squeezing the closing trigger while simultaneously depressing the anvil release button was tried and pushing forward closing handle. 3. Jaws did not open. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ats45 with lot number 409d51; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon clamped down on the with the device tissue; did not hear it click but it got stuck on tissue and could not open it. He had to open a powered stapler and staple on either side of the ats stapler. The procedure was completed successfully with no adverse consequences for the patient. No additional information provided.